Manufacturer narrative:
Inconclusive currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provide, a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified 3dmax light mesh. The patient's attorney alleges the patient had subsequent surgical intervention due to the hernia mesh device.